Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during basal delivery with multiple cartridges. The customer reloaded the cartridge to resolve the issue. Subsequently, it was reported that a cartridge change error occurred. Reportedly, customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 307 mg/dl.